Event description:
In a retail pharmacy setting a new prescription for a glucose meter and test strips was being filled for a patient. The patient received a true track glucose machine but received true result test strips. The patient later called to say that her strips did not fit her meter. She was asked to return and it was then discovered she received the wrong test strips. The pharmacy corrected the error and the patient had no problems. To prevent this error in the future, it is very important to triple check the type of test strips versus the meter especially when these two test strips sound similar. They have since been separated on the pharmacy shelves. Also, going over how to use the meter at the time of pick up could have caught the mistake before it left the pharmacy. (B)(4).